Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic for a routine device check. Upon interrogation, it was noted that there were several automatic mode switching events for atrial lead noise. The noise was reproducible with isometrics. The patient had no reported symptoms. No intervention was performed, the patient would continued to be monitored.